Manufacturer narrative:
Submit date: 21-jun-2017.

Event description:
According to the reporter, the unit has no display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no display. The unit was triaged and the reported issue could not be confirmed at this time. Product was manufactured in 2008. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.